Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08660 inches. No drive or motor anomaly noted during testing. Motor tested individually and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump received motor error. The customer¿s blood glucose level was 8.5 mmol/l. The customer reported that the insulin pump made an odd noise when motor was actively trying to give them insulin. The customer was advised discontinue, revert to backup plan if they felt any more concern about the pump. The insulin pump will not be returned for analysis.